Event description:
On (B)(6) 2025, one of sklar's distributors reached out to customer service regarding an issue with a hole in the sterile packaging of (B)(4) of 96-2650 econo sterile¿ iris scissors - 4-1/2", straight, sharp/sharp cs/100. This was noted on incoming inspection. The device was not used on any patient.

Manufacturer narrative:
Device not used on any patient. Problem noticed during incoming inspection.